Manufacturer narrative:
Medwatch voluntary MDR report #: mw5119696

Event description:
It was reported that low defibrillation impedance was exhibited by the right ventricular lead. Conductor fracture was suspected. No interventions or adverse patient consequences were reported. The lead remains in service. No further information was available.